Event description:
Six sigma pumps were in use on a patient in the recovery room. Three sigma pumps failed at the start of transporting a patient from the recovery room. All green charging lights were on but when ac power was removed they turned off. The chargers were connected to 2 power strips in series and they were plugged into a red outlet.